Event description:
The initial reporter stated that the pump did not alarm no flow out as expected. They stated that it failed to alarm. Mmdg did follow up with the initial reporter who stated that the complaint occurred during testing. No other information was provided. (B)(4)

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and no non-conformance's were found. When the device was returned to mmdg for investigation, the pump could not be turned on, due to fluid ingress that had caused corrosion to the pcb board. Because of this, the pump could not be tested at all. The pump was serviced to correct the issue.